Event description:
It was reported that there were repeated system failures, the failures continued to occur even after conducting the pm. The device had a system failure: pump motor drive phase b power on self-test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the device history log showed pump motor drive phase b post alarm. Power up test was performed. The customer's stated problem was confirmed. The cause of the issue was the battery not working and it was replaced to fix the issue.